Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead an increase in sensing, pacing thresholds and pace impedance measurements was noted. It was noted that the physician was not pleased with the retraction/extension mechanism of the helix. The lead was finally implanted. No adverse patient effects were reported.